Event description:
It was reported by the pt that "air leaks on the cuff somewhere". The reported event involved a 6dct device. There was no reported injury and/or change in therapy. The device was returned and submitted to the lab for decontamination and analysis. The MFR's eval is recorded in section h.10 of this report.